Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer introducer with malformation on gray making it inoperable. Long term antibiotics so PICC line needed. Skin knick given before introducer was attempted and it would not pass over the wire as there was a malformation of the plastic. Additional information received 13 july, 2023: it was stated the introducer wouldn¿t thread into patient because of the burr on the end of it. The event did not involve an urgent/life threatening medical situation. The attempts made to thread introducer failed and trauma in trying to use it as we normally would may have caused some damage and I¿m sure increased the risk of dvt. We were able to drop a introducer kit onto sterile field and use a new introducer which thread easily into patient and allowed us to finish his PICC line insertion at bedside. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. Event occurred once during placement of PICC line.